Manufacturer narrative:
H6: corrected the following: health effect clinical code, type of investigation manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
Legal case - USA (B)(6) it was reported via legal documentation that approximately 97 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
"Concomitant products: 2843653 - 02-010-01-0240 - logic femoral ps cem left sz 4 2062273 - 02-012-39-4030 - logic tibia fin tray cem sz 4f/3t 2821485 - 200-02-32 - three peg patella 32mm 2463040 - 201-78-15 - holding pin mini sharp point 4 pk 2899874 - 201-78-81 - 3"" trocar, mod. Hex 2pk 2899881 - 201-78-81 - 3"" trocar, mod. Hex 2pk the product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.